Event description:
Reportable based on device analysis completed on 30nov2023. It was reported that advancing difficulties occurred. The target lesion was located in the splenic artery. There was a total of eight interlock coils used for embolization. A non-boston scientific artery sheath, a 5f catheter and the microcatheter was delivered into the distal end of the aneurysm cavity. A 0.018 system was used along with the first coil, 14mm x 30cm interlock the microcatheter was then removed, and the 5f catheter was placed. The second coil, 20mm x 40cm .035 interlock cube was advanced, but it was stuck. The device was attempted repeatedly to advanced but still could not be delivered from the catheter. Subsequently, the coil and the catheter were removed together. The 5f catheter was used again to obtain access and then a 18mm x 40cm, 15mm x 40cm interlock coils were placed. The catheter was withdrawn to the proximal of the splenic aneurysm, and another 12mm x 40cm interlock coil was placed. The procedure was completed and there no patient complications reported. However, device analysis revealed that the main coil was detached at the coil arm section.

Manufacturer narrative:
Device evaluated by MFR.: only the main coil was returned for analysis. The facility provided pictures and media inspection reveals that the pouch information matches with the complaint information. Visual inspection observed that the main coil was stretched, bent and detached at coil arm section. Functional inspection could not be performed as only the main coil was returned. The zap tip outer diameter (od) and the primary coil od passed the dimensional inspection.